Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resection electrode is fused. The issue occurred during preparation for use. The unspecified procedure was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loop at the distal end of the electrode wears out during use and can break, burn or melt. The electrode was used several times by the user; therefore, it is not possible to determine when the damage to the distal end occurred. Olympus will continue to monitor field performance for this device.